Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited far-r over-sensing. No intervention was made. There were no patient consequences.